Event description:
Was placing midline catheter. When the crna twisted glidethrough peel away sheath, the handle broke off. The crna had to back sheath out and use her fingernail to break the sheath away.